Event description:
Upon troubleshooting with manufacturer, it was found segments were missing from the accu-chek advantage meter. No adverse event reported. New system sent to customer and return requested.